Event description:
Patient suffered and/or will suffer pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed. **update** (B)(6)2011 - medical records were received. The revision operative report indicates that the patient was revised to address hip pain. Intraoperatively noted dark born, low brown fluid. Additionally there dor: (right hip)

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2012 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
**Update**(B)(4) 2012 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. Complaint is being reopened reopened due to receiving the part/lot information for the femoral stem.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update sept 15, 2017; medical records received. After review of medical records, there is no new information added that changes the MDR decision. Added complainant information. Updated part and lot information. This complaint was updated on oct 06, 2017.